Event description:
(B)(6) infant delivered at (B)(6) weeks due to maternal issues. Pt required uac line for fluids and monitoring. Rn noticed the uac line was leaking fluids at the stopcock. Line examined and found to be defective. IV fluids and tubing were replaced. No patient harm. Dates of use: (B)(6) 2015. Diagnosis or reason for use: premature birth.